Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the physician removed the right atrial (ra) lead from the device, wiped it with gauze and noticed that the ceiling ring on the ra lead was coming off. The patient was in normal sinus rhythm and paced 15 % of the time. The ceiling ring was placed on the ra lead and into the new device header atrial port without difficulty. No other defects were observed and parameters were within normal limits. The ra lead remained implanted and was to continue being monitored. The patient tolerated the procedure and was in stable condition.